Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had damaged drive support cap. Customer states that drive support cap was flush. Customer states that they experienced high blood glucose around 189mg/dl and insulin pump was not working. Customer also mentioned that he has hit 300mg/dl a couple of times. Customer¿s current blood glucose was 137mg/dl. Customer was treated with bolus from the insulin pump and manual injection with insulin pen. Customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address number label and stained end cap sticker. No broken off end cap noted.